Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received one inappropriate treatment in response to oversensing of cardiac activity and CPR/motion artifact and one appropriate shock during vf. At 22:46:21, the patient received an inappropriate treatment. The patient's rhythm at the time of the treatment event was asystole with intermittent cardiac activity with CPR/motion artifact. The patient's post-shock rhythm was vt at 130 bpm. At 22:46:47, the patient received an appropriate treatment. The patient's rhythm at the time of the treatment event was vf. The patient's post-shock rhythm was vt at 140 bpm with motion artifact. From 22:49:09 to 22:49:49, the patient's rhythm was vt at 140 bpm/vf with CPR/motion artifact degrading to asystole with intermittent cardiac activity and motion artifact. The rate of the vt arrhythmia was less than the physician-prescribed rate threshold of 180 bpm. The lifevest typically requires 60 seconds of sustained vt above the rate threshold to deliver a treatment shock. From 22:53:14 to 23:07:05, the patient's rhythm was intermittently asystole. The electrode belt was disconnected at 23:07:42.

Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
Per additional information from continuous device recording, the patient was in asystole with CPR/motion, tactile artifact, and electrode lead falloff from approximately 22:07:22 until the electrode belt was disconnected at 23:07:42 on (B)(6) 2022. A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received one inappropriate treatment in response to oversensing of cardiac activity and CPR/motion artifact and one appropriate shock during vf. At 22:46:21, the patient received an inappropriate treatment. The patient's rhythm at the time of the treatment event was asystole with intermittent cardiac activity with CPR/motion artifact. The patient's post-shock rhythm was vt at 130 bpm. At 22:46:47, the patient received an appropriate treatment. The patient's rhythm at the time of the treatment event was vf. The patient's post-shock rhythm was vt at 140 bpm with motion artifact. From 22:49:09 to 22:49:49, the patient's rhythm was vt at 140 bpm/vf with CPR/motion artifact degrading to asystole with intermittent cardiac activity and motion artifact. The rate of the vt arrhythmia was less than the physician-prescribed rate threshold of 180 bpm. The lifevest typically requires 60 seconds of sustained vt above the rate threshold to deliver a treatment shock. From 22:53:14 to 23:07:05, the patient's rhythm was intermittently asystole. The electrode belt was disconnected at 23:07:42.